Event description:
The customer reported that on (B)(4) 2011 one leaking bottle of access wash buffer ii was identified in a box containing four bottles. The issue was identified in a dealer's warehouse. It is unknown as to whether personnel handling the bottle were wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii bottle is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event. The facility possessed a hazardous exposure plan and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of the customer supplied information and photos did not provide a definitive root cause for this event.